Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up in clinic, the patient was found to be only lv pacing. Loss of capture and high pacing lead impedance were observed due to lead fracture. Patient was okay. Lead will be capped and replaced. No further information available.